Event description:
Customer's mother reported via phone call that customer experienced keypad anomaly. Caller reported that buttons worked intermittently. Caller also reported that customer received three button error alarms. Customer's blood glucose was unknown. Caller states that insulin pump may have been exposed to moisture, but was not sure. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.